Event description:
The pt had a swan ganz catheter that had been functioning appropriately, when the nurse attempted to wedge the swan, a wedge wave form was not obtained & was not able to aspirate the injected air. Swan ganz was removed & the balloon was found to be broken. No injury was caused to the pt.